Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated their programmer was not working off and on for the last probably 2 weeks. Patient clarified the screen was dark and would not turn on or off. Patient said they had put new batteries in, and programmer was still not working. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the programmer. Patient mentioned they'd had the programmer replaced before.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.